Manufacturer narrative:
The pump passed the displacement, self test, unexpected restart and off no power tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. All operating currents were within specification. The pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump drive support cap is sticking out. Customer stated when he fills his reservoir and goes to prime; the portion sticks out. The customer's blood glucose was unknown. Advised customer the insulin pump will be replaced and revert to back up plan. Customer agreed to return their insulin pump for analysis.